Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 137.0 cm from the proximal end. The pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. The embolization coil was undamaged and intact with the pusher assembly. Conclusions: evaluation of the returned smart coil revealed that the pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. If this occurs, resistance will likely be experienced while advancing the device. Forcefully advancing the device against this resistance may have contributed to the kink which was observed on the pusher assembly. During functional testing, the smart coil was unable to advance from its returned position due to the pusher assembly mid-joint being retracted proximal to the introducer sheath friction lock. After proper re-sheathed the device into its introducer sheath, the smart coil was able to be advanced through its introducer sheath and a demonstration microcatheter without an issue. Evaluation of the returned smart coil revealed that the pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. If this occurs, resistance will likely be experienced while advancing the device. During functional testing, the pusher assembly mid-joint was advanced through the introducer sheath friction lock with resistance. Then the device was able to advance through its introducer sheath without issue. The smart coil was unable to advance through a demonstration microcatheter due to the kink on the pusher assembly. Based on the location of the kink, this kink was likely incidental to the complaint and could have occurred during packaging for returned to penumbra. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 1.3005168196-2020-01304.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2020-01304.

Event description:
The patient was undergoing a coil embolization procedure in the internal carotid-posterior communicating artery (ic-pc) using penumbra smart coils (smart coil), non-penumbra coils, and non-penumbra microcatheter. During the procedure, the physician placed seven smart coils and two other coils in the target vessel using the microcatheter. While attempting to advance another smart coil, the physician experienced resistance at the distal tip of smart coil's introducer sheath; therefore, the smart coil was removed. The physician then attempted to advance a new smart coil; however, resistance was encountered from the starting position within the introducer sheath. Therefore, the smart coil was also removed. The procedure was completed using additional smart coils, other coils, and the same microcatheter. There was no report of an adverse effect to the patient.